Event description:
Attorney alleged patient "suffered physical and other injury as a result of the recalled lead" and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." Further alleges patient "suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced." Later review of manufacturer's database revealed patient died on (B)(6)2009. No allegation from health care professional that death was device related. Cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received. It had previously been reported that 15 months earlier, patient had fallen, experienced sweating, felt ill, received inappropriate shocks, and was bradycardic with 3-5 second pauses due to oversensing. Loss of capture and lead fracture also reported. Lead was capped and replaced with competitor lead on (B)(6)2008. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed.